Manufacturer narrative:
The report of elevated lactate dehydrogenase and suspected pump thrombus can be confirmed based on the evaluation of the lvad. Upon disassembly of the pump, non-laminated depositions were present in the outlet stator. The depositions were not adhered to the bearing ball or the stator blades, lacked lamination, and lacked denaturing. Although their origin and a duration in which it was present in the pump could not be conclusively determined, the depositions did not appear to have originated in this location. Examination of the body of the rotor showed contact marks on the cone section/outlet side. These marks would have most likely been the result of a larger deposition being present in the outlet stator at some point while the pump was operating and the rotor was spinning. However, evaluation of the returned pump did not show any significant deposition in this area that would have caused these marks. Examination of the remaining blood-contacting surfaces revealed no depositions. This larger deposition along with the smaller ones found in the evaluation of the pump, could have contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for an elevated lactate dehydrogenase level of 800 u/l on (B)(6) 2015. At the time, there was no clear evidence of pump thrombosis. Another cause considered was aortic insufficiency. After multiple team discussions, the decision was made to do a pump exchange due to suspected pump thrombosis.